Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated 3 times at 12 atmospheres each respectively; however, during third inflation, the balloon ruptured. The device was removed without any issue and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.